Event description:
It was reported that during an unknown procedure the surgeon said the tip of the clip applier broke off. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information: name of procedure - lap chole did the tip break off and fall into the patient? - no. If yes, how was the broken tip removed from the patient? N/a. Was x-ray used to remove device? N/a. Was there a delay? If so how long? - no delay. Patient outcome? - no report of patient injury. The analysis results found that the device was received with the right jaw broken. This condition would not allow the jaws to collapse in order to form the clips. The damage at ramp is most likely occurring when torque is applied to the end effector which is preceded from a potential pre-surgery device cleaning. Due to the returned condition of the device no functional test could be performed to evaluate the reported incident. Although the returned condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.